Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) has been confirmed. Upon investigation, the battery charger was unable to charge a battery. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger was unable to charger a battery.